Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) customer service that a peritoneal dialysis (pd) patient utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 with abdominal pain and constipation. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with enterobacter (species not reported) in the culture and a wbc count greater than 10,000/mm3. The patient was diagnosed with peritonitis due to intra-abdominal sources involving constipation. The patient¿s constipation is a chronic condition that preexisted their start on pd therapy, and they have historically been noncompliant with their prescribed medications to alleviate the issue. The patient was prescribed intraperitoneal ceftazidime daily (dosage and duration not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a (B)(6) product) was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine for the duration of admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis, constipation and associated hospitalization were not due to deficiency or malfunction of any (B)(6) product(s) or device(s). The patient recovered from this event and continued hd therapy on an on-center basis post-discharge. The patient will return to continuous cyclic pd (ccpd) therapy on the same liberty select cycler once cleared by their surgeon. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).